Event description:
Cook (B)(4) reported for the customer, "a (B)(4) was implanted into the forearm (implanted date: unknown)." "(B)(6) 2011: chemical cure through intravenous injection was performed without problem." "(B)(6) 2011: chemical cure through intravenous injection was performed. Since the flow of chemical was bad, CT was conducted so as to check the situation, which confirmed that the catheter had separated and flown into the cardiac atrium. The catheter was retrieved at another facility on the same day (detail: unknown)." There have been no adverse effects to the patient.

Manufacturer narrative:
Results and conclusions: refer to additional info for quality engineering evaluation. (B)(4). The port, catheter lock, and catheter were inspected by quality engineering. Bruising of the catheter adjacent to the catheter lock and outlet tube suggest the catheter was properly attached to the port outlet tube. The end of the catheter shows signs of distress. Approximately one third of the catheter diameter is burnished and smooth, while the remaining diameter is jagged. These signs are consistent with stress that leads to a catheter fracture. It appears that this complaint was filed due to a catheter fracture. Comments in the complaint record indicate that this device was implanted in the patient's arm, whose movement can cause wear on the catheter that leads to a fracture of the catheter. There is no indication that this device was not manufactured to specification.